Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. A percutaneous transluminal coronary angioplasty was performed on a moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.50 x 32 synergy stent was deployed in the lad. Following deployment, a proximal edge dissection was noted in the proximal part of the stent. To cover the edge dissection, a 3.50 x 20 synergy stent was deployed proximally to the first stent, overlapping it and covered the edge dissection. The procedure was successfully completed, and the patient was reported to be stable following the procedure.